Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.